Manufacturer narrative:
Concomitant: product ID 8709sc, lot# n179050028, implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that per a conversation with the patient, she mentioned that her prior pump had to be removed because it started to flip in her stomach. The pump was removed and replaced with a new pump. No further information was provided. It was later reported that the patient did not have concerns with their device or therapy. Additional information has been requested, but was not available as of the date of this report.